Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set leaked at site. The issues occurred with three infusion sets used for two or three days.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.